Manufacturer narrative:
Additional information was received that there were some erythema and drainage noted at the lead removal. It was not believed that the infection was device or procedure related. Cultures were not taken. The patient was given antibiotics to be taken during the trial procedure and the patient indicated few days of medication was missed. The patient was instructed by the physician to resume antibiotics until symptoms were gone.

Event description:
A report was received that during the trial lead pull, the patient's lead site had erythema and a slight drainage of pus. The site was cleansed with an antiseptic wipe.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The device was not returned to bsn.

Event description:
A report was received that during the trial lead pull, the patient's lead site had erythema and a slight drainage of pus. The site was cleansed with an antiseptic wipe.